Event description:
It is reported that the pt underwent several surgical procedures due to complications after having received his hip implant.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in nov 2009 and reported to the national component authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should add'l info become available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).